Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2010. According to the complainant, the patient had a malignant common bile duct stricture as a result of pancreatic cancer. The patient¿s anatomy was very difficult and tortuous; however no dilatation was performed. During the procedure, the endoscope was in a very non traditional position due to the tortuous anatomy. It was reported that as a result of the patient's anatomy the stent was unable to be deployed, the catheter kinked and the sheath became wrinkled. The stent was removed from the patient, and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. The investigation results revealed that the stent was partially deployed, therefore this event has been deemed reportable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 55mm and the distal handle had been fully retracted. The inner lumen was kinked and exiting through the guidewire access port and a series of kinks were noted along the clear outer sheath. In addition, the inner lumen appeared to be folded back on itself proximal to the inner yellow jacket. During functional analysis when the distal handle was retracted, the inner lumen exited further through the guidewire access port, and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the stent however, the inner lumen was folded back on itself proximal to the inner yellow jacket. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.